Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive at the distal end damage was due to physical stress such as hitting or dropping the distal end, chemical stress due to chemical solutions used. The event can be detected/prevented by following the instructions for use which state: ¿ltf-190-10-3d operation manual provides the detection method. ¿important information ¿ please read before use: contraindications, warnings, and precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿. Ltf-190-10-3d reprocessing manual provides the preventive measures. ¿3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Due diligence is being performed for this event and available information provided by the customer. The device is returned, and an evaluation completed for it. Upon inspection of the device, it was observed that the adhesive at the distal end had experienced damage of breakage due to physical or chemical stress. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of angulation lock being defective as observed during an unknown procedure. The procedure was completed successfully with the same device without any delay. There is no harm or adverse impact to the patient. Upon evaluation of the returned device, it was observed that the adhesive at the distal end had experienced damage of breakage due to physical or chemical stress. This medwatch is being submitted for the reportable issue of breakage of the distal end adhesive as observed during device evaluation.